Event description:
Vulcan eflex was working intermittently. A second vulcan eflex was needed to complete procedure.what was the original intended procedure?right hip arthroscopy, partial anterior labrectomy, chondroplasty and removal of loose body.device #1is this a laboratory device or laboratory test?no.